Event description:
Customer's mother called to report that customer experienced high blood glucose. The current blood glucose reading is 133 mg/dl. The blood glucose reading during the event was 507 mg/dl. Caller stated that the insulin pump did not alarm when there was no insulin delivery. Caller also stated that customer was hospitalized due to low blood glucose. The blood glucose reading at the time of the event was 68 mg/dl. Customer started to convulse, paramedics were called. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.